Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting could not be completed and customer did not have tubing clamp fo high pressure test. Tubing clamp would be sent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.